Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump alerted for a patient side occlusion. On inspection there were no visible kinks or occlusions and no difficulty on flushing the catheter. When the nurse touched the tubing prior to re-starting the infusion, the upper fitment connector detached from the tubing inside the pump. There was no patient harm.